Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer: yes. Date returned to manufacturer: jan. 10, 2022. Device evaluation: visual inspection under magnification revealed the complaint lens was received overridden and stuck in cartridge of the preloaded handpiece. The plunger rod was observed partially advanced. The handpiece was disassembled, and the plunger rod was observed to be damaged and separated in two pieces, which suggests excessive force was used during deployment. No further handpiece assembly issues or defects were observed. The complaint lens was removed and observed with lens damage (torn across optic body and missing lens pieces from optic body). The complaint issue was confirmed, however it can be attributed to handling and override related to excessive force during deployment, and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing records review the manufacturing records review for this production order (po) shows that the units were released within specification. The cartridge po that was included in the preloaded final product were reviewed, shows that the product was manufactured and released according to the specification. A search revealed 2 other complaint files received from this production order. These complaint issues reported are not related; therefore, no escalations are required. Conclusion:. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Hence, not explanted. (B)(4). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens became defective as it got stuck inside the cartridge. It was indicated that the lens is still stuck inside the cartridge and they cannot see the damage done to the lens. No contact with patient's eye as the issue was noticed during handling/prior to insertion, no patient involvement. No further information is available